Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system possibly exhibited loss of capture on a non-boston scientific right ventricular (rv) lead. It was noted that thresholds have increased since implant. Additionally, the health care professional (hcp) was also questioning about loss of capture on the non-boston scientific left ventricular (lv) lead as well. Technical services discussed about the most recent pacemaker mediated tachycardia (pmt) episode and how it did not look like rv loss of capture. However, there was smaller and larger signals on the pace/sense channel from analog blanking. The pmt was not true and was most likely sinus tachycardia. The patient was evaluated in the clinic and rv capture was confirmed. Ts provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system possibly exhibited loss of capture on a non-boston scientific right ventricular (rv) lead. It was noted that thresholds have increased since implant. Additionally, the health care professional (hcp) was also questioning about loss of capture on the non-boston scientific left ventricular (lv) lead as well. Technical services (ts) discussed about the most recent pacemaker mediated tachycardia (pmt) episode and how it did not look like rv loss of capture. However, there was smaller and larger signals on the pace/sense channel from analog blanking. The pmt was not true and was most likely sinus tachycardia. The patient was evaluated in the clinic and rv capture was confirmed. Ts provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the health care professional (hcp) called for review of the electrogram (egm). Technical services reviewed and found the non-boston scientific right atrial (ra) lead exhibited atrial undersensing. Technical services (ts) discussed troubleshooting options. The patient was evaluated and tested for retrograde conduction however, it was negative. It was noted that the patient does have a complete heart block. The physician decided to turn off the pmt algorithm. Ts discussed the risks.

Manufacturer narrative:
Filing correction for field h6 device codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system possibly exhibited loss of capture on a non-boston scientific right ventricular (rv) lead. It was noted that thresholds have increased since implant. Additionally, the health care professional (hcp) was also questioning about loss of capture on the non-boston scientific left ventricular (lv) lead as well. Technical services (ts) discussed about the most recent pacemaker mediated tachycardia (pmt) episode and how it did not look like rv loss of capture. However, there was smaller and larger signals on the pace/sense channel from analog blanking. The pmt was not true and was most likely sinus tachycardia. The patient was evaluated in the clinic and rv capture was confirmed. Ts provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the health care professional (hcp) called for review of the electrogram (egm). Technical services reviewed and found the non-boston scientific right atrial (ra) lead exhibited atrial undersensing. Technical services (ts) discussed troubleshooting options. The patient was evaluated and tested for retrograde conduction however, it was negative. It was noted that the patient does have a complete heart block. The physician decided to turn off the pmt algorithm. Ts discussed the risks.

Manufacturer narrative:
Filing correction for field h6 device codes.

Manufacturer narrative:
Filing correction for field aware date.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system possibly exhibited loss of capture on a non-boston scientific right ventricular (rv) lead. It was noted that thresholds have increased since implant. Additionally, the health care professional (hcp) was also questioning about loss of capture on the non-boston scientific left ventricular (lv) lead as well. Technical services (ts) discussed about the most recent pacemaker mediated tachycardia (pmt) episode and how it did not look like rv loss of capture. However, there was smaller and larger signals on the pace/sense channel from analog blanking. The pmt was not true and was most likely sinus tachycardia. The patient was evaluated in the clinic and rv capture was confirmed. Ts provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the health care professional (hcp) called for review of the electrogram (egm). Technical services reviewed and found the non-boston scientific right atrial (ra) lead exhibited atrial undersensing. Technical services (ts) discussed troubleshooting options. The patient was evaluated and tested for retrograde conduction however, it was negative. It was noted that the patient does have a complete heart block. The physician decided to turn off the pmt algorithm. Ts discussed the risks.